Event description:
Venous line became detached from arterial lumen of pt's central venous catheter. Blood loss approximately 150cc. This occurred 40 minutes into treatment. Pt was discharged stable from unit.